Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2016, the patient experience peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. No further information was provided regarding the treatment, the outcome or whether pd therapy was ongoing. No additional information is available.